Manufacturer narrative:
The patient¿s gender was not provided. The patient¿s weight was not provided. The referenced known chronic driveline infection was reported under medwatch MFR report # 2916596-2017-00854. Approximate age of device- 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a heart transplant on (B)(6) 2018. The patient was upgraded on the transplant list due to a known chronic driveline infection. The device will not be returned for evaluation. No additional information provided.

Manufacturer narrative:
The device was not returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Driveline, pump pocket, and local infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sex and weight: correction to gender and weight.